Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 507 mg/dl at time of incident, positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer also gad blood glucose value was 470mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use the auto mode feature. Customer treated for high blood glucose with manual insulin. Customer alleging insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer declined to continue pump troubleshooting. Customer just took blood glucose through finger stick, they got 377 mg/dl and treat it using manual insulin. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm, while doing troubleshooting for high blood glucose when customer got replace battery now. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The devices will not be returned for analysis.